Event description:
Pt reported leakage around the tubing with her hizentra infusion. Per pt, the circle-hub-end-of the f2400 freedom tubing leaked during an infusion on (B)(6) 2017. The end of the syringe that attached to syringe falls off and doesn't stay attached to the syringe. Pt thinks about half of her 8 gm hizentra dose leaked out due to this and wasn't infused. Pt is a long term hizentra pt and confirms adequate knowledge of self-infusions of hizentra. The lot number of the f2400 tubing is unk as pt has discarded the outer package that listed the lot number. According to the pt, this is the only tubing set that leaked from the last delivery. Pt received a new shipment of medication and supplies on (B)(6) 2017 and doubled checked to find any defective tubing, but none were found in the new shipment.